Manufacturer narrative:
Two clips were returned, and visually investigated. Upon visual inspection, this complaint has been confirmed. During the investigation, the clips looked to be deformed, and not in the typical formation of a fired clip. One clip was returned as if it was fired from a clip applier with scissoring jaws. The other was returned not fully crimped. This clip was blue, this is an indication that the clip applier may have fired all but 2 clips. This complaint is confirmed. However, because the device that fired this clip was not returned it is impossible to determine the root cause. A lot history search was conducted on the associated lot number. No other complaints were found. This was an isolated incident.

Event description:
During a surgical procedure, the surgeon noticed that the clips did not form as the should. The ml-10 clip applier released a deformed scissored clip. The final blue clip was fully crushed but stuck to one side of the jaw. The procedure was extended by 5 mins. There was no harm to the patient.